Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be low sensor readings which were unable to be recalibrated. The upstream sensor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a false upstream occlusion alarm. No additional information is available.